Event description:
A report was received that the patient's ipg was not holding a charge. It was also noted that the patient had to charge the ipg more frequently. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected.

Manufacturer narrative:
Sc-1132; (B)(4): device evaluation indicated that the complaint was confirmed. The device would not be linked after three charge attempts, and it was cut open. Internal inspection found that the device battery was drained below the threshold (1.76 v) due to excessive sleep current leakage (1.18 ma) and low impedance between vh to ground (2.48 k). The asic was damaged and it resulted in the reported complaint.

Event description:
A report was received that the patient's ipg was not holding a charge. It was also noted that the patient had to charge the ipg more frequently. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected.